Event description:
A customer reported that during the vitrectomy, ophthalmic forceps tip would not open or close. Surgery has been completed without patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sectionsd.4, h.4, d.9, h.3, h.6 and h.11. A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the database for the non-conformance events and the complaints showed that the given lot number was not concerned by any deviation and that there no additional complaints regarding the same issue. The investigation is concluded based on the evaluation of the returned instrument outlined below. The returned instrument was received in its inner blister covered by the tyvek foil lid showing the lot information. The product shows macroscopic sign of damage, namely the metal tube is bent. The instrument was visually inspected with the aid of a photomicroscope using various magnifications. The product shows sign of surgery residues. The instrument was then functionally tasted. It was found that the forceps could not be actuated, it remains in a close state. The fact that the instrument stuck in a close state indicates that the bonding between sleeve and tube got broken. As the blister was opened by the customer, the product was handled. Therefore, the point in time when the malfunction occurred can no longer be determined, nor can the strain put on the device be reconstructed. The customer¿s complaint is confirmed, but a root cause for the connection failure cannot be determined conclusively. Since the situation that lead to the damage can not be reconstructed, a root cause for the customer's reported event cannot be determined. The exact root cause for the customer's reported event is unknown, therefore, specific action cannot be taken. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).